Event description:
It was reported that a patient presented in the hospital after receiving inappropriate therapy during exercising. Svt episode fell in the vf zone due to intermittent pvcs. Programming changes were made. The patient is stable.